Event description:
In 2005, the facility noted the patient, sfter anesthesia, could not be ventilated with a mask, laryngeal mask airway, or endotracheal tube. Patient could be ventilated with an ambu bag. Upon inspection, it was noted the anesthesia circuit had a complete blockage in the inspiratory limb.